Manufacturer narrative:
Follow-up #1: date of submission 07/14/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The keypad cover was undamaged. The pump powered up to the verify screen with the appropriate audible and vibratory features. All the buttons functioned properly. The investigation was unable to duplicate the reported button issues. Unrelated to the button issue, the battery compartment was found to have cracked and there was evidence of moisture or corrosion inside the compartment. The threads on the battery cap were damaged. It was observed that the verify screen was dim and discolored. Removal of the keypad cover found contamination under the ¿down¿ and ¿ok¿ button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. It was reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. The reporter did not note any delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.